Event description:
During the intracranial thrombectomy, it was reported that the physician was unable to flush the navien due to a kink. Upon removing the catheter, the tip was noted to be partially separated at approximately 10cm from the distal tip. The entire catheter was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The navien catheter was returned for evaluation and it was found to be partially broken at approximately 18cm from the distal tip, but still retained by the inner layer. The evaluation could not determine the cause of the event. (B)(4).